Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's tubing from the active exhalation control module was found to be disconnected. The device's tubing was replaced to address the issue. Evidence of tampering was observed.